Event description:
It was reported that a physician trained in the use of the proglide device attempted to perform pre-closure placement of the sutures in the left common femoral artery prior to an abdominal aortic aneurysm endograft procedure. Reportedly, a cuff miss occurred with the first device. Blood flow could not be achieved through the marker lumen of the second device and it was removed. A third and fourth device were successfully placed and the procedure was continued and was successfully completed. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device is being filed under a separate medwatch MFR number. A cuff miss can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but could not be confirmed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, in process testing of devices is performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.